Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate compared to fingerstick values on (B)(6) 2014. Patient reports that the device read 336 while the fingerstick value was 171. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.